Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that microorganisms were not observed in the gram and the multiplex pcrs that they performed did not detected microorganisms. A bd field service engineer (fse) was dispatched and reviewed the instrument generally and found that no alerts and all bottles on board were in process. The fse cleaned the empty stations in the 4 drawers, the cases tested positive were re seeded and entered into a new bottle and positive test was discarded. The correct operation of the instrument was verified. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is dirty drawers. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. Pcr tests were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. Pcr tests were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.